Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the paramedics were called to the customer's home for low blood glucose. No blood glucose readings were reported. Troubleshooting revealed that the customer gave a large bolus just before going to bed prior to experiencing the low blood glucose. It was stated that the customer does tend to push button on the insulin pump. The displacement test was performed and the insulin pump passed the test.